Event description:
I had refractive eye surgery in (B)(6) of 2017. It was performed using an FDA approved excimer laser. I ended up developing over a dozen complications (most of them visual) within 2 years after the procedure. This procedure destroyed my vision and has made my life a nightmare. Every single day I wish I could go back and not have this horrible, and completely unnecessary procedure performed. So many lives beside my own have been destroyed by the lasers you (the FDA) approved to be used for these procedures. You need to ban the use of these lasers before more lives are ruined. There have been over 25 documented cases of people committing suicide due to refractive eye surgery complications. You are knowingly killing people by allowing these lasers to be used. It's sick and criminal how you can turn your back and blindly allow these procedures to be taking place when you know all too well how much pain and suffering they are causing. You have ignored the pleads of dr. (B)(6) (the man who initially approved the use of these lasers) to have these lasers banned. Anyone can wear glasses and almost anyone can wear soft contact lenses. I would give anything to be able to go back to them and have perfect, pain free vision again. I beg you to please ban the use of these lasers before more lives are ruined and more people take their own lives. I have had so many eye related tests in the last 2 years that it would be nearly impossible to include them all. However, I have hundreds of pages of medical records that describe these tests if these records are needed. FDA safety report ID# (B)(4).